Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Where was the pseudoaneurysm located? Does the surgeon opine that the pseudoaneurysm was caused by the drain? Where was the hematemesis? What was the diagnosis and indication for the index surgical procedure? Please provide patient demographic info: age, weight, bmi at the time of index procedure. What is the patient¿s current status? What is the lot number?

Event description:
It was reported that the patient underwent a pancreaticoduodenectomy procedure on unknown date and the drain was implanted for pancreaticojejunal anastomosis. The black mark on the drain tube was located at epidermis, instead of at the beginning point of the anastomotic groove inside the patient. After the procedure, the amylase value was unremarkable. Five days following the procedure, the drain tube was removed and the pancreaticojejunal anastomosis site looked unremarkable. It was also reported that the other drain tube was used for cholangiojejunal anastomosis in the index procedure and no complications were reported before and after its removal. However, there was some blood on the pancreaticojejunal drain tube after the drain tube was removed. A pseudoaneurysm was found and diagnosed as serious and with causal relationship to the device. Four weeks following the procedure, the patient experienced hematemesis. The doctor opined that he had some sort of recognition that the position of the drain tube might have been incorrect; thus, the purpose of informational drainage was not accomplished in order to detect pancreatic fluid leakage. The patient is currently hospitalized in the ICU. Additional information has been requested.